Manufacturer narrative:
Concomitant medical products: product ID: 4076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high/undefined superior vena cava (svc) coil impedance. It was noted that the measurements were consistent with historical trends. The svc coil was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.